Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the ulceration and secondary cellulitis cannot be ruled out. Contributing factors in this patient include: concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Cellulitis is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Medical device site ulcer is an expected event with optune gio device use (ef-11 1% and <1% ef-14 optune arm).

Event description:
A 62-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2022. During review of a medical record received by novocure on (B)(6) 2024, it was noted that on (B)(6) 2024, the patient had an oncology follow up visit. During this visit, the patient reported having completed unspecified treatment for cellulitis associated with an open wound in the left frontal region. Reportedly, the wound had been non-healing with ulceration during optune gio therapy for approximately one year. The patient denied any redness or further drainage from the wound. The prescribing physician was contacted for further information with no reply.